Event description:
It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) generated a ¿gas loss in iab circuit¿ alarm. There was patient involvement reported and no injury or harm reported. The customer indicated this was the first occurrence of the alarm. They reported no visible blood in the helium tubing and confirmed that all connections were secure. Prior to contacting esp, the customer had not utilized the ¿iab fill¿ or ¿start¿ keys for troubleshooting; esp personnel subsequently reviewed these functions in detail. The patient was intubated and on a peep setting of 8. During the call, the customer asked general device management questions, including how the pump removes condensation from the helium tubing. All questions were addressed, and the customer confirmed understanding and expressed appreciation for the support provided. The customer shared limited additional information for product surveillance purposes but was provided with the esp direct contact number for any further assistance.